Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review conducted previously on legacy complaint (B)(4), did not reveal any related manufacturing deviations or anomalies on the reported lot number.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune to treat pain and joint contracture secondary to osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon noted the patient has a history of prior knee surgeries as well as a previous baker¿s cyst rupture on the left knee. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to tibial tray loosening. Upon entering the joint, the tibial tray was loosened at the cement to implant interface and revised. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, left knee.